Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapies for atrial fibrillation with rapid ventricular response. The recommended programming changes were made, and no further issues reported.